Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Additionally, a lead safety switch occurred to unipolar in relation to the right ventricular (rv) lead with suspicion that there was loss of capture. A copy of device memory was saved and submitted to technical services for further review, which confirmed that the device is malfunctioning and needs to be replaced. It was further discussed that the data is consistent with a latent malfunction and performance issue with the rv pacing channel, which can result in other performance issues, including loss of capture. It was recommended to further assess the rv lead with the pacing system analyzer during the pacemaker replacement procedure. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Additionally, a lead safety switch occurred to unipolar in relation to the right ventricular (rv) lead with suspicion that there was loss of capture. A copy of device memory was saved and submitted to technical services for further review, which confirmed that the device is malfunctioning and needs to be replaced. It was further discussed that the data is consistent with a latent malfunction and performance issue with the rv pacing channel, which can result in other performance issues, including loss of capture. It was recommended to further assess the rv lead with the pacing system analyzer during the pacemaker replacement procedure. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field indicating that the device was explanted and replaced and will be returning for analysis. Additionally, the related rv lead (4137/29252520) was also explanted and replaced. Both devices were replaced with non-bsc products. No additional adverse patient effects were reported. This product was received for investigation.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Additionally, a lead safety switch occurred to unipolar in relation to the right ventricular (rv) lead with suspicion that there was loss of capture. A copy of device memory was saved and submitted to technical services for further review, which confirmed that the device is malfunctioning and needs to be replaced. It was further discussed that the data is consistent with a latent malfunction and performance issue with the rv pacing channel, which can result in other performance issues, including loss of capture. It was recommended to further assess the rv lead with the pacing system analyzer during the pacemaker replacement procedure. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field indicating that the device was explanted and replaced and will be returning for analysis. Additionally, the related rv lead (4137/29252520) was also explanted and replaced. Both devices were replaced with non-bsc products. No additional adverse patient effects were reported.